Manufacturer narrative:
G4:08mar2021. B4:10mar2021. The customer's alleged malfunction was confirmed via operational check although no instances of the related alarm led error code could be found in the diagnostic log. The customer was advised that the power switch overlay requires replacement to address the led failure. The customer was provided with a quote for preventive maintenance so that further evaluation can be carried out. The customer has not approved the repair quote; therefore, philips was not authorized to conduct the repair at this time. If new information is received. A supplemental report will be submitted. The power management (pm) board was replaced to address the issue of unit not turning on. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:07apr2021. B4:08apr2021. The service technician observed that the power on/off led was unable to illuminate. Therefore, the power switch overlay was replaced and the phenomenon was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:12jan2021. B4:18jan2021. The service technician confirmed the alarm led illuminated. During device evaluation, the service technician noted the unit did not start up and the power led occasionally did not illuminate. The service technician confirmed that the power management (pm) pca and the power switch overlay needs replacement. The investigation is ongoing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11jan2021.

Event description:
The medical engineer (me) reported that while the device was being checked after the device was used on a patient, "alarm led failed" alarm occurred and the alarm led turned on. The power was turned off and the alarm stopped. However, the device failed to start up afterwards. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient. The issue was discovered during check. No delay in therapy reported or medical intervention reported.